Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any issues arise again.